Event description:
It was reported that the radio frequency (rf head) had no or intermittant telemetry. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink functional testing due to the cable being out of electrical specification. It was also noted that the label was delaminated. (B)(4).